Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
It was reported that during shift check, platform indicated user advisory 27 (encoder fault (>300rpm)). No other information could be obtained. There was no pt involvement reported.